Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient was charging their ins too often. The patient reported that after they recharge the ins to full, it is down to ¼ battery in 6 ¿ 7 hours. The patient noted that it will deplete even if the battery is off. The patient reported that they ¿go up and down with the settings¿ depending on how bad they are doing. The patient mentioned that they hadn¿t been doing anything differently programming-wise since 2011. The patient reported that the first ¼ of the battery will disappear ¿like poof¿ and then the rest of the ¾ battery depletes like normal. The healthcare provider (hcp) reported that the patient¿s ins was lasting several days on a single charge and told the patient that they should be okay for a while. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.